Manufacturer narrative:
Two photographs were provided by the facility. The photographs were analyzed during the evaluation. The product was returned with the membrane completely unfolded blood was found on the catheter tubing. The sheath was not returned for evaluation. Two kinks were observed on the catheter approximately 76.2cm and 55.9cm from the iab tip. The extender tubing was also returned. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing and extender tubing was performed, and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to be inserted into the patient. It was noted that there was resistance when advancing the iab through the 8fr sheath. A new iab was then inserted within further issue. There was no patient harm or adverse event reported.

Event description:
It was reported that the intra-aortic balloon (iab) was unable to be inserted into the patient. It was noted that there was resistance when advancing the iab through the 8fr sheath. A new iab was then inserted without further issue. There was no patient harm or adverse event reported.